Event description:
As reported, sorbafix staples fail to attach and fall back into the abdomen. The prosthesis is therefore not fixed against the wall. Time lost during removal of the loose fasteners from the patient's body. Delay in operation to search for glue in department to replace sorbafix. There was no patient harm or injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to secure the mesh and fasteners fell into abdomen of the patient. It is unclear if the sample is available for evaluation, additional information has been requested including sample availability. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made at this time. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Note, the date of event (28-nov-2025) is considered to be the best estimate. This emdr represents the event 3. Additional emdrs were submitted to represent each event. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.